Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run- res vol 28.6 ml, rate 2 ml/hr, given 63.48 ml, no air in line, patient not affected. No further information available.